Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead and that the lead was exhibiting high thresholds. Reprogramming was unsuccessful in resolving the stimulation so the lead was programmed off until a revision could be completed. The lead could not be completely removed and was therefore capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012. (B)(4).